Event description:
A surgeon reports a custom pt with topographically-observed "central islands" (corneal irregularities) in the left eye following a custom myopia with astigmatism laser procedure. It is unknown if there was any pt injury/impact associated with this event. Add'l info has been requested. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The investigation, including root cause determination is in progress.